Manufacturer narrative:
The account installed a brake steer kit to resolve this issue.

Event description:
The account alleged the head end brake casters will roll and swivel while in brake mode. No injury reported.